Event description:
It was reported that the patient experienced recurring incontinence with an artificial urinary sphincter (aus). A revision surgery was performed in which the existing device was removed and a new aus was implanted. During the procedure urethral atrophy was identified. The explanted device was fully functioning when removed. The patient did not experience any further known complications. Additional information was requested, however, no further information was available. Should additional information become available, it will be provided.